Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause is a defective welding zone. The cause for the defective welding zone could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leak was detected at the gluing of the dialyzer cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.